Event description:
Allegedly, patient was revise due to acetabular loosening/pain; murky fluid build up. Post op: bone loss/particle disease, ambulatory difficulty; osteolysis. - right

Manufacturer narrative:
See attached. This is the same event as 3010536692-2015-00744, -00745. - attachment: [wd011615.pdf]